Event description:
It was reported that during an implant attempt the lead would not advance down the coronary sinus branch. When attempting to place the lead in a larger vessel branch the lead was unstable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found (B)(4) full lead.